Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving 15 units of insulin on a replacement pump, which was unusual. The agent reviewed the bionic report, advised additional training, and scheduled a session. The user¿s body weight remained unchanged. Blood glucose (bg) during the call was 75 mg/dl, with a lowest value of 52 mg/dl. Bg was corrected with glucose gummies. No symptoms were reported during the event. The user's lowest blood glucose (bg) recorded was 52 mg/dl. Bg was corrected. No symptoms were reported during the event and no medical intervention required at the time of call.